Event description:
A customer contacted baxter's technical service center regarding feeling overfilled during dwell 1 of homechoice peritoneal dialysis therapy. The technical service representative (tsr) assisted the home patient to drain 500ml and return to dwell. Home patient resumed therapy. During a follow up call, the home patient reported that she had ended a previous therapy without draining completely and she felt that this was the cause of feeling overfilled. No patient injury or medical intervention was reported. The patient has not experienced any further complications and says she will discuss this with her nurse during her next clinic visit.